Event description:
It was reported that the right atrial (ra) lead was laser-extracted and replaced due to noise oversensing, which had triggered false mode switches on remote monitoring; this did not cause pacing inhibition. During the procedure on (B)(6) 2026, an insulation breach was found on the right ventricular (rv) lead. The rv lead had shown no prior noise or abnormal electrical measurements; it was managed using a repair kit. There were no adverse health consequences to the patient.